Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer fell onto the pump and the pump touch screen was shattered. Customer is not able to see the screen due to the damage. Customer's blood glucose was 151 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available.